Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed her blood glucose result in the incorrect unit of measurement, mmol/l. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 430pm. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 45 minutes after the alleged issue begun, the patient claimed she felt symptoms of shaky, "unable to function" and light headed. The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. The patient confirmed the unit of measurement was previously set correctly. The cca educated the patient about using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.